Event description:
It was reported the screw tip broke off while utilizing to adjust body version. It was reported that no additional information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). An arcos 3.5mm hex drive, part # 31-301852 from lot zb180501, was returned and evaluated against the complaint. The etching on the returned device was verified to match the complaint. Visual inspection found the tip of the shaft to be fractured. The fractured tip was returned. Scuff rings are present around the shaft near the fracture location. The hex feature has been scuffed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Event confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.